Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lump/nodule, anxiety-product/procedure.

Event description:
Patient reported right side "rupture", "felt a lump in my axilla" and "leak into my axilla " diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported "rupture", "felt a lump in axilla" and "leak into my axilla". Patient reported later "lump in axilla, implant was rupture and baker grade 4 capsular contracture" and reported treatment for symptoms: drains for upto 1 week and oral antibiotics.this record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: b.5., d.6a., d.6b., h.6., h.11.

Event description:
Patient reported "rupture", "felt a lump in axilla" and "leak into my axilla". Patient reported later "lump in axilla, implant was rupture and baker grade 4 capsular contracture" and reported treatment for symptoms: drains for upto 1 week and oral antibiotics. This record is for the right side. Device has been explanted.